Manufacturer narrative:
(B)(4). Item # 115330 item name comp rvrs shdr glen bsplt +ha lot / software release # 906760. Item # 115310 item name comp rvrs shldr glnsp std 36mm lot / software release # 096620. Item # 118001 item name versa-dial/comp ti std taper lot / software release # 898890. Item # 113655 item name comp primary stem 15mm std lot / software release # 952950. Item # 115370 item name comp rvs tray co 44mm lot / software release # 957750. Item # 180504 item name comp locking screw 4.75x35mm lot / software release # 135550. Item # 180500 item name comp locking screw 4.75x15mm lot / software release # 118540. Item # xl-115364 item name arcom xl 44-36 std +3 hmrl brg lot / software release # 046540. Item # 115380 item name comp rvs cntrl scr 6.5x20mm st lot / software release # 492240. Item # 180504 item name comp locking screw 4.75x35mm lot / software release # 109910. Reported event was unable to be confirmed due to limited information provided by the customer. Device history record (DHR) was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient has pain and infection. An aspiration was performed at an unknown date. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.